Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. System operates as intended.

Event description:
The customer reported the system displayed a communication error which required a reboot of the system to clear.